Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery release, knobs and battery drawer were contaminated, the side bail covers were broken and the battery contacts were compressed. Further analysis was performed on the main pcb. Visual inspection found no anomalies. Bench analysis found typical operation when device turned on, however the battery removal test failed. Both capacitors were replaced and the battery removal test passed. Conclusion: confirmed battery removal failure caused by a capacitor component failure. (B)(4).

Event description:
It was reported that the external pulse generator (epg)shuts off before 15 seconds during replacement of the battery. The epg has been returned. No patient complications have been reported as a result of this event.